Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the battery cap was not returned, so all testing was performed with a test battery cap. The pump powered on within three minutes with an audible and vibration alert per normal operation. The test cap was able to fully tighten to the pump. The battery compartment was cracked with evidence of moisture contamination inside. There were call service (cs 054) errors observed in the black box history. The leak test showed a leak at the display lens and battery compartment. The pump case was removed and evidence of additional moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.